Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Bd was not able to duplicate or confirm the customer¿s indicated failure. CAPA/sa - based on the investigation, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. DHR review - no DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 1 bd pen ndl was unable or difficult to prime. The following information was provided by the initial reporter :   the consumer reported that the insulin would not flow during priming.   Date of event: unknown. Samples: no.